Manufacturer narrative:
This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the insulation of this right ventricular (rv) lead was damaged during the removal of the patient's right atrial (ra) lead. This lead was then explanted and replaced. No additional adverse patient effects were reported.